Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a consumer regarding a patient receiving dilaudid (0.08997 mg/day) via an implanted pump system. The indication for use was spinal pain. It was noted that the patient was weaned off of fentanyl patches and oral dilaudid prior to pump implant. On (B)(6) 2017 the consumer reported that on (B)(6) 2017 the ptm ¿was reading (B)(6) 2017¿ and on (B)(6) 2017 the patient heard the dual tone alarm. The patient was ¿stranded¿ 40 miles from where they are refilled. The patient noted that their refill date fluctuates based on usage and the healthcare professional (hcp) had the patient ¿down to go in for a refill this week¿ but they were not due before (B)(6) 2017. When the ptm was turned on the refill date was (B)(6) 2017. On (B)(6) 2017 a pump alarm status check showed error codes (empty pump alarm) and (low reservoir alarm). Additionally, the 0617 error code was seen when trying to get the therapy information. The therapy information was noted to be that the upcoming refill date was (B)(6) 2017; the last change refill date was (B)(6) 2017; and the lockout parameters were 4 per day, 1 per 360 min, and 4 per 24 hours. The patient could not go to their hcp¿s office until (B)(6) 2017. No patient symptoms were reported.